Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and cracked case near display window corners noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the front of insulin pump was cracked and reservoir compartment pieces coming away. The device will be returned for analysis.